Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient repeated the same information. Patient stated that they went to see their gynecologist and during troubleshooting of their device the doctor pp model would not sync with the patient device and when the antenna was put on top of the ins, an exclamation point was seen, there was no question mark or picture and that every time they try to sync, it shows the "off" symbol and a question mark. Patient further reported that it was suspected that the ins battery may be dead since it was implanted in 2012. As for resolution, the patient is planning to schedule a surgery in the next couple of week . No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported getting the poor communication screen. Prior to the call, the patient attempted to communicate with the patient programmer (pp). During the call, the patient confirmed that the antenna was secure. An attempt was made to sync to the ins, but the poor communication issue was not resolved. The antenna was then removed from the pp and the pp was placed directly over the ins on the skin. An attempt was made to sync to the ins; the poor communication issue was not resolved. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). Patient further reported their bladder was not completely emptying in the last couple of weeks. They further said they felt the urge to go again a couple minutes after getting off the toilet; urine was left in their bladder. The patient further said it is feeling like that again a little bit. They were instructed to move the intensity when this occurs. The bladder not emptying issue occurred over two weeks ago and the communication issues were observed on date of initial report. No further patient complications have been reported as a result of this event.